Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-apr-2026, a sales representative reported via email that seven ar-8964-07 large combination clamps, four ar-8964-27 straight attachment arms, two ar-8964-08 multi-pin clamps (large), and three ar-8964r-450 carbon rods (450 mm) were used in a knee-spanning external fixation construct with the arthrofx external fixation system during a surgical procedure performed on (B)(6) 2026. The construct included two 5 mm arthrofx schanz pins placed in the femur and two 5 mm arthrofx schanz pins placed in the tibia to address a proximal tibial fracture. Intraoperatively, the surgeon applied distraction, brought the fracture to length, tightened all combination clamps, and completed the procedure without issue. Within approximately 36¿48 hours postoperatively, follow-up x-ray imaging demonstrated loss of fracture reduction, and the external fixator was noted to have slipped. A revision surgery was subsequently performed on (B)(6) 2026. During the revision, the surgeon initially attempted to reuse the existing arthrofx 5 mm schanz pins; however, when distraction was applied using an alternate manufacturer¿s combination clamps, intraoperative x-ray imaging demonstrated bending of the arthrofx pins. The pins were removed, and the external fixator was completed using an alternate manufacturer¿s system. No physical harm to the patient was reported as a result of the instrumentation; however, the external fixator failed to maintain its intended position.